Manufacturer narrative:
Device evaluation-lens was returned dry, with clear surgical residue/debris on product in the lens case/vial. Visual inspection found no visible damage to lens (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Conclusion: off label use (acd<3.00mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+2.5/95 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to low vault. The problem was resolved. At the date of MDR submission, the lens has been returned, but not yet evaluated.